Event description:
Dealer advised unit was shutting down while testing prior to us. Dealer advised through troubleshooting the 4 way valve was sticking due to pilot valve not energizes it properly. Dealer advised o ring was also damaged. Dealer advised all parts had to be replaced. (B)(4).